Event description:
A facility reported that three of the cryosolutions 1pk cartridge (33518) were leaking. It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay was reported. It is noted that the reporting facility is a veterinary center.

Manufacturer narrative:
The cryosolutions 1pk cartridge (33518) was not returned to the manufacturer; therefore, evaluation of the product could not be performed. At this time, it is unclear whether the issue reported is for item prod ID 33518 (single pack) or 33516 (10 pack). Additional investigation by the product legal manufacturer/sales entity, nmt/ump, found that lots of 33516 cartridges were affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates which have been distributed by integra to affected customers/distributors as part of a voluntary correction. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.